Event description:
Same case as MDR ID: 2134265-2015-01920. It was reported that removal difficulties occurred. The target lesion was located in the saphenous vein graft (svg). A 2.25mm-3.5mm 300cm filterwire ez¿ was selected and advanced across the lesion. Two rebel stents were implanted in the patient, a 20x4.5mm rebel stent was implanted distally. When the physician went to capture the filterwire, it became caught on the 20x4.5mm rebel stent. The physician pulled on the filterwire, resulting in a longitudinal compression of the stent and the filterwire was stuck in the distal portion of the 20x4.5mm rebel. Both devices were removed using a snare and other devices. The procedure was completed without the second stent. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection was performed and noted that the spring tip was kinked and on the filter bag damaged. The stent is also stuck on the filterwire and the spring tip and the body is kinked along the wire. All the outer diameter and guidewire overall length were according specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01920. It was reported that removal difficulties occurred. The target lesion was located in the saphenous vein graft (svg). A 2.25mm-3.5mm 300cm filterwire ez¿ was selected and advanced across the lesion. Two rebel stents were implanted in the patient, a 20x4.5mm rebel stent was implanted distally. When the physician went to capture the filterwire, it became caught on the 20x4.5mm rebel stent. The physician pulled on the filterwire, resulting in a longitudinal compression of the stent and the filterwire was stuck in the distal portion of the 20x4.5mm rebel. Both devices were removed using a snare and other devices. The procedure was completed without the second stent. No further patient complications were reported.

Manufacturer narrative:
(B)(4).